Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4) (okr). Okr checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr, there was possibility that this phenomenon was attributed to the failure of the internal circuit board or influences other than the subject device such as facility environmental factors or connection condition. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the power of the subject device was turned off when using the subject device. There was no report of patient injury associated with this event.